Manufacturer narrative:
Evaluation summary: 2 opened 2.8mm knives were received in blade protector trays and labeled. The returned open samples were examined and determined to be visually nonconforming due to sample 1 had damaged tip and damaged cutting edges, while sample 2 had damaged tip (bent). A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The products were released based on the products acceptance criteria. Damage to the tips and cutting edge of the blades like that observed can result in a complaint as described by the customer. How or when the blades became damaged cannot be specifically determined. The damage to the two (2) returned samples is consistent with damage that can occur when the blades contact a hard surface. Some potential causes could be improper handling, contact with the blade protector when removing and returning the blade from the tray, or contact with another instrument during surgery or set-up. Because the exact root cause for the damaged knives is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edge exhibited on the returned opened sample, are removed from the lot and scrapped. Functional testing is performed and monitored during the finishing process to ensure the sharpness of the product.

Manufacturer narrative:
The sample has been received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that multiple knives were noted to be edgeless during surgery. There was no patient impact experienced. Additional information has been requested.